Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture. The ra lead dislodged, it was confirmed via fluoroscopy and was explanted. No additional adverse patient effects were reported.